Event description:
It was reported that the pump "stopped working" in (B)(6) 2012. The patient stated that she had weakness and loss of function in her arm and leg muscles that went on for 3 months. The patient stated that in may, the healthcare provider (hcp) was able to access "the regular catheter" but was unable to remove the medication, and that the hcp confirmed that there was a kink or that "something was going on with the catheter". The patient stated that she had very little medication in her system for 4 months prior to the report. The device system was used to deliver clonidine, bupivacaine, baclofen and dilaudid. No further information was given on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
Additional information: the patient had a revision to fix the kinked catheter. The patient¿s dosage was being titrated back up since they had not been receiving medication.

Manufacturer narrative:
(B)(4).